Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed healthcare professional from (B)(6) of a break in aseptic technique/exit site leak and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique/exit site leak that resulted in peritonitis on (B)(6) 2011. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with vancomycin, amikacin, orzid, reflin and heparin. It was not reported whether remedial therapy was ongoing. The outcome of the peritonitis was unknown and the outcome of the break in aseptic technique/exit site leak was not reported. Dianeal pd2 ultrabag therapy was ongoing. The healthcare professional stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the break in aseptic technique/exit site leak.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint.